Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned.